Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Following initial placement the physician elected to reposition the lead as it was slightly off the target position but was unable to retract the helix. The lead was removed without resistance using traction and tested bedside; the helix was still unable to retract. An alternate lead was implanted without issue. No adverse patient effects were reported.